Event description:
Surgeon uneventfully completed the use of the device asnd retracted the needle held by the needleholder from the trocar. The scrub tech noted immediately that the needle had fallen out/pulled off the needleholder jaws. Pt required conversion from a laparoscopic to open laparotomy for device removal. Customer reports that adverse event is not associated with a device failure, rather the surgeon losing control of the device while removing from the pt.